Event description:
The customer reported that the collimation in mag1 appears to be out of range. The system operates as intended.

Manufacturer narrative:
(B) (4). The ge service rep attempted to recalibrate the collimator sizing but the system did not recalibrate. He erased and rebuilt the fluoro functions flash memory. The system still does not recalibrate. He inspected the collimator, collimator drive motor and collimator sense potentiometer. The potentiometer and drive motor rotate freely when separated from iris collimator. The iris collimator appeared to be binding and could not be freed at field service level of maintenance. The staff decided not to repair collimator at this time.